Manufacturer narrative:
H2/h3/h6: the hv tank was returned and analyzed. The tank failed bench tests. The resistance measured between the following test points had an open: j1e to j1a, j1d to j1a and j1k to j1a open. The following test points failed due to low resistance: j1f to j1g. J1h to j1g, c-s and c-l. It was confirmed that there was a crack in the cathode chamber. Codes 10, 4203 and 4307 are applicable. Other relevant device(s) are: kit svc o2 bi71000469 tank kit lot # rev. 4 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was unable to take a 3d spin. The site did an initial spin and navigated without issue. They went to do a post-op confirmation spin and got ap and lateral images fine. When they did a 3d spin they heard a noise from the gantry and the mvs displayed, early termination of 3d scan has occurred. They tried to do another spin, but the image acquisition system (ias) would not initiate the 3d spin like normal (so no exposure was done) and they got the same message on the mvs. Reboots and reseating of the umbilical cable did not resolved it. There was a 20 minutes delay and the site used fluoro. There was no reported impact to patient outcome.